Event description:
A twenty month old boy, who is very active, was recently converted from a 1pt to a 4.0ped tube. On two separate occasions it was reported that the tracheostomy tube fell out and the pt lost consciousness and became blue. The pt has tracheomalacia, (i.e., the airway can shut down). The mother re-intubated her son and "bagged" him. No pt injury was reported. The pt is at baseline condition.